Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post sensed t wave over sensing. The patient was asymptomatic. No device intervention was performed, but patient will continue to be monitored. Patient was stable.